Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). Inspected the plug assembly, no issues were observed. The sensor was further investigation and de-cased. Performed a visual inspection on the de-cased sensor and corrosion was observed. Unable to reprogram the returned sensor. Extended investigation has been performed on the returned sensor patch and observed corrosion on the battery holder and on the via pin connected to the battery. Attempted to extract data using evm (evaluation module) and could not extract the data. There also appeared to be damage to the pcba (printed circuit board assembly) around the drill holes, due to misaligned drill placement during the de-casing of the sensor. The drill bit was not aligned with the mount posts, and the drill cut through and affected the via pin near capacitor c12. Using digital multimeter, investigation determined that the capacitor was disconnected, indicating that the damage from the drill likely cut power to the circuit. Adc is therefore unable to perform any further testing due to the damage to the sensor during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.